Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right atrial (ra) lead was hospitalized for lead revision due to suspected conductor fracture. The physician suspected suture punctured lead at initial implant that caused a gradual increase in lead impedance eventually requiring replacement. This lead was explanted. Moreover, upon laser removal of the lead, the tip of the lead came off and was left in the subclavian. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis determined that the suspected conductor fracture and impedance issue allegations were not confirmed based on normal returned segment resistance measurements and inspection that showed no conductor fractures. The physician suspected suture punctured lead at initial implant allegation was not confirmed as there was no insulation damage observed that associated with suture damage, however, there is a slight disturbance in the polyurethane insulation which appeared to be from electrode cautery damage and also there was a suture tied-down nearby which maybe used to pull the lead during explant procedure. The upon laser removal of the lead, the tip of the lead came off and was left in the subclavian allegations were confirmed based on field report and missing tip section of lead.

Event description:
It was reported that the patient with this right atrial (ra) lead was hospitalized for lead revision due to suspected conductor fracture. The physician suspected suture punctured lead at initial implant that caused a gradual increase in lead impedance eventually requiring replacement. This lead was explanted. Moreover, upon laser removal of the lead, the tip of the lead came off and was left in the subclavian. No additional adverse patient effects were reported.